Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Loose tibial component, pain with loosening revised to similar prosthesis with larger sleeve and longer stem. Impacted product: unknown jrn: 12mm srom hinge bearing medium - discarded. Unknown jrn: size 3 15mm thick tibial component - discarded. Unknown jrn: 10mm x 75mm stem tibial - discarded. Unknown jrn: 29mm tibial sleeve - discarded. Related product: unknown jrn: medium left srom hinge femoral component - still implanted. Unknown jrn: 20mm femoral sleeve - still implanted. Unknown jrn: 12 x 75mm fluted stem - still implanted.

Manufacturer narrative:
Added: ( PMA/ 510(k) ) UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. On 12/14/2018 - re-open: received additional product information. The additional product information has been assessed and found does not influence the results of the investigation. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.